Manufacturer narrative:
The unit was received for investigation on (B)(6) 2025. There is no confirmation for the return reason of no bolus/no breath detect. Zeolite was found contaminated, which possibly caused when it absorbs moisture. The unit was repaired and the patient received a replacement unit.

Event description:
On (B)(6) 2025 the patient called inogen to report that the unit was reading no breath detected and no bolus was given. The patient stated they had gone to the emergency room (ER). Attempted to follow up with the patient on three separate occasions to gather more information about the incident, but the patient was unreachable. This complaint is being submitted due to the nature of the patient claiming she had been to the emergency room. Intervention is unknown.